Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). Review of the most recent repair record determined the device pressure was fluttering outside the acceptable range, and would not hold on the left side. The main pcb was replaced and the software was updated and resolved the reported issue. DHR was reviewed and no discrepancies related to the reported event were found. The root cause of the reported issue is attributed to a software design issue. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that outside of surgery on an unknown date, the device had a problem that has been an issue since its purchase, problem that is not specify in this cmp however a cmp history was made and found two problems: won't hold pressure and fluttering left side. Biomed was told a software repair was being developed and the repair would come after. There was no patient harm/injury or surgical delay as there was no patient involvement. After investigation it was found that the pressure was fluttering outside the acceptable range. Due diligence is complete and there is no additional information available.